Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('female pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, smoker, weakness, cholecystectomy, cervical dysplasia, constipation, hemorrhoids, fibromyalgia, multiple sclerosis, hirsutism and upper limb wound. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding ("heavy menstrual bleeding (menorrhagia) w regular cycles"). The patient was treated with surgery (abdominal hysterectomy, robot assisted laparoscopic,salpingectomy, robot assisted laparoscopic bilat). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: findings: both micro-inserts have normal shape. Their positions are within normal limits (the proximal end of the inner coils are less than 30 millimeter from the cornua). There is no evidence of extravasation into the peritoneal cavity.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('female pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, smoker, weakness, cholecystectomy, cervical dysplasia, constipation, hemorrhoids, fibromyalgia, multiple sclerosis, hirsutism and upper limb wound. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding ("heavy menstrual bleeding (menorrhagia) w regular cycles"). The patient was treated with surgery (abdominal hysterectomy, robot assisted laparoscopic, salpingectomy, robot assisted laparoscopic bilat). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: findings: both micro- inserts have normal shape. Their positions are within normal limits (the proximal end of the inner coils are less than 30 millimeter from the cornua). There is no evidence of extravasation into the peritoneal cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.